Event description:
It was reported that the patient was unable to recharge. They tried placing the charger for more than 20 min over the ins. They tried resetting the charger. They also did the out of transport mode before it all. It was not used yet since the battery was 0%. When they turn on the recharger it immediately gives the rep the orange led, alert tone. The recharger kept giving the orange led alert tone and the recharger app kept saying recharger inactive.

Manufacturer narrative:
Continuation of d10: product ID: wr9230, lot/serial# unknown, product type: recharger. Product ID: wr9230, lot/serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6). G2 country: norway. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.